Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (ecgs non-functional) was confirmed. As received, the belt failed the ECG fall off test. Upon investigation, the rear pulse wires were not soldered together inside the distribution node. The cause of the failure was a broken solder joint. The root cause of the rear pulse wires not soldered together inside the distribution node was an assembly error. An internal corrective action has been issued. No adverse event resulted from the damaged belt.

Event description:
A zoll distributor returned belt (B)(4) indicating that the ecgs were non-functional.